Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was reported as due to pseudomonas. The patient was hospitalized for another indication and during hospitalization the patient developed peritonitis. The patient was treated with unspecified antibiotics (no further details reported) for the event. At the time of this report, it was reported that "the patient's health was not improved". On an unreported date, pd therapy was discontinued, and the pd catheter was removed. No additional information could be provided as the reporter declined follow-up.